Event description:
The device involved in this MDR report was implanted in (B)(6) 2005; during routine follow up in (B)(6) 2009, the physician observed a drop in the estimated residual longevity. This residual longevity is displayed by the programmer upon device interrogation and is based on programmed settings and pacing percentage. Because the elective replacement indictor is not reached, the device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. During an internal review process, the company discovered that this MDR was prepared, but inadvertently was not submitted. Therefore, the MDR is being submitted at this time. The device remains implanted. Follow up data will be reviewed when available.